Event description:
Anvil attached by hand assist under laparoscopic surgery. Cs33 inserted anally, no difficulty. 5 minutes to attach anvil to cartridge with forceps. Anvil closed to approx. 2.3mm. Recommended not to close further. Md fired, sound irregular. Release button pushed and firing heard again, message "firing sequence incomplete". The dlu jammed and staples were not forming correctly cutting was incomplete. The incomplete anastomosis was resected and the laparoscopic was changed to open surgery.